Event description:
A customer reported the irrigation/aspiration handpieces from the packs are leaky. The stand-alone handpieces, received as replacements for previous cases, functioned appropriately. Therefore, the facility feels the problem must be related to the handpieces from the packs. There was approximately a one minute delay for each case. Additional information, received from the surgeon, indicated the aspiration handpieces are the ones that are affected. The leakiness was exhibited at various low pressures. The leakiness is at the joint of the handle and the aspiration tube as this area is easy to visualize in a water bath. There was no patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).